Event description:
It was reported that the return luer connector of a prismaflex m150 set was disconnected and leaked during priming. There was no patient involvement. No additional information available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed that the tightening ring of the return luer connector was disconnected. These components are provided by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the connector defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.